Event description:
It was reported that the patient faced infusion set fell off during use event on 17 feb 2026. The blood glucose was 565 mg/dl at the time of event and was treated with correction injection via multiple daily injection (mdi).this emder is being submitted for an unknown number quantity.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.